Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra operatively, the device was able to open and close but the device was not able to fire. Another stapler was opened and it worked fine.